Manufacturer narrative:
Zimvie complaint (B)(4). Multiple MDR reports are filed for this event. See 0001038806 - 2023 -00004. Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
The doctor reports that the dental implant failed due to an allergic reaction.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite certain implant 4 x 11.5mm (ioss411) and one osseotite tapered certain implant 3.25 x 13mm (int3213) was returned for investigation. Products had signs of use, there was bone debris on both implants. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. The device could not be functionally tested for the reported failure (allergic reaction). Pre-existing condition noted on the per was low bone density ¿ type IV. The reported devices have been placed on teeth #unk. DHR review was completed for the subject lot number (2020010320 and 2019030457). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210 and op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2020010320 and 2019030457) for similar events and no other complaint was identified. (Complaint category keyword(s): medical: allergic reaction).therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information is available at the time of this report.